Event description:
A patient reports while wearing a pod between 24 and 36 hours their blood glucose level had rose to 498 mg/dl. As treatment, the patient administered 3 units of manual insulin and applied a new pod.

Manufacturer narrative:
The returned device was evaluated and the pod arrived fully deployed. No timeouts or drive stalls were observed. A tear was observed in the external portion of the soft cannula, preventing fluid from exiting from the distal tip or cross drill. No further damages were observed. The timing and cause of the cannula damage could not be determined.